Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the g-j ostomy during a laparoscopy, it appeared to be a complete staple line and no malformed staples were seen, however one portion of the bowel was not stapled at all. The surgeon felt one side of the staple cartridge did not deploy. After inspecting the cartridge, it was noticed that the pusher bars deployed, but the tissue was not incorporated in the jaws of stapler when fired or slipped out. The second cartridge was opened, but due to confusion as to what happened surgeon elected to hand sew to close the ostomy the surgical time was extended for one hour.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.